Event description:
It was reported that the pulse generator exhibited ventricular noise. The ventricular sensitivity was decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.